Event description:
Caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, which provided guidance on resetting the pump. After following the instructions, the error did not reappear, allowing the customer to successfully start a new sensor session.